Manufacturer narrative:
(B)(4). Review of multiple photos and single lateral view shows the agile rod broken unilaterally. The returned device was evaluated. Each rod presents 3 marks coming from the tightening of the setscrews whose 1 coming from the correction maneuvers during initial implantation. Both bumpers present scratches due to the explantation maneuvers. The inner cable for both rods doesn't present breakage. Both rods present an offset at the bumper area between both rod tips due to shear forces. All setscrews present worn surfaces at the flat bottom which are consistent with the proper tightening of the rods. The observation of the returned implants confirmed the surgeon suspicion: i.e. Twisted or offset rods at the bumper area coming to shear forces. Nevertheless, the rods don't present damage or breakage and are still functional. Based on the provided information, it is impossible to assess whether the twist or offset of the rods are responsible of the patient's pain. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a spinal fusion procedure with posterior fixation. Approximately three years post-op, the patient returned to the doctor's office complaining of pain. It was suspected that the rods were "twisted". The patient was revised three years and seven months post-op and the damaged rods were replaced. Upon revision, it was noted that the cable was broken.